Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose of 324 mg/dl in temporal association with an occlusion alert during a meal announcement and noted insulin leakage in the pump chamber, though the cartridge was reportedly not damaged and supplies were subsequently changed. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with plans to try alternative infusion sets per healthcare provider and trainer recommendations. Investigation included a review of occlusion alert history and user-led inspection and replacement of infusion supplies with cleaning of the chamber. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion and possible infusion set or fluid ingress issue, with the exact cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.